Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure, the scrub nurse checked the opening and closing after installing the cartridge, and put it out of the operative field. The opening and closing check was performed without problems. The surgeon tried to fire the device, grasp the tissue, but the blade did not advance and unable to fire. Both the handle and the cartridge were replaced with new ones, so it was unknown that which one had problem. Before the blade did not advance, it was possible to be used once without problems. There was no patient injury.